Event description:
It was reported that high pacing thresholds, low impedance and low r-waves were observed. Rv lead perforation was also suspected. Patient had cardiac tamponade 2 days post implant of shiley catheter. Patient had history of sepsis post implant which could not be determined. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found is consistent with that occuring at the time of the surgical procedure. The lead tip stiffness test was performed and the lead was within specification. Review of quality records.